Manufacturer narrative:
Stelkast was made aware of a size mismatch while reviewing the patient implant form. The surgeon was immediately contacted. No malfunction of the device was alleged.

Event description:
During a left knee surgery, the physician implanted a size 2 cr-hf tibial insert with a size 2.5 cr femur. This is a mismatch in size. The surgeon was informed of the mismatch but elected to proceed.